Manufacturer narrative:
UDI: (B)(4). Product was returned for evaluation: DHR: there is no indication that the production process may have contributed to this complaint. All test results passed procedural specifications. Failure analysis: the center was not able to replicate the issue reported. The screw adjacent to the collection bag was able to be turned and the drainage bag was successfully removed. Since the collection bag was not returned, it was unable to be determined if the screw properly mated with the bag end. Therefore, the complaint was not confirmed. The root cause is undetermined and was unable to be confirmed in the complaint evaluation.

Event description:
N/a.

Manufacturer narrative:
Attempts are being made to obtain additional information. Upon completion of the investigation, a follow-up report will be submitted.

Event description:
A facility reported when changing the evd bag, the thread of the screw broke and fell on the floor. The bag could not be closed and sterility was compromised. Line was clamped and stopped draining the bag. Consequence: delay for the patient care, patient endangerment, loss of time, risk of infection.